Event description:
This is filed to report a leak. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. While inserting the clip introducer (ci) into the steerable guide catheter (sgc), a loss of fluid column was observed. It was noted that during preparation, the nurse did not close the stopcock on the ci. When this was observed, the stopcock was immediately closed and aspiration was performed. After closing the stopcock, the issue was resolved and the procedure was continued. Two clips were implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All information was investigated, and the reported improper or incorrect procedure or method/user error resulting in leak/splash (loss of fluid column) is associated with the user inadvertently not closing the stopcock on the clip introducer (ci) after de-airing the ci during device preparation. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. H6: device code 2017 - failure to follow steps / instructions.